Event description:
It was reported to philips that when the charge button was pressed the device spontaneously restarted and displayed a "power interrupted" message. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.